Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with three (B)(4) cartridge reloads present. The cartridge reloads were received fully fired. In addition, several b-formed staples were received on the cartridges. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the stapler was used for the procedure. There was no evidence on previous firings. On the three last firings, the staple line did not form correctly at the distal point of the jaw. The first row of staples seems to form correctly but the second and third formed away from the inner staple line and did not form b shaped staples. The surgeon had to reinforce the staple line using a suture and diathermy. There were no adverse consequences for the patient.